Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the host pc and hard drive were defective. To resolve the issue, fse replaced the host pc, hard drive and performed software installation. The host pc was returned to philips for further analysis and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. Later customer requested to configure the ris and pacs and fse configured and established the remote connectivity. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.